Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the wire on the pai catheter was bent when the packaging was opened, making the device unusable". This was found prior to use. There was no patient invovlement.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked swg was not able to be confirmed by the photo, which only shows the product lidstock. The guidewire is not pictured in the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the wire on the pai catheter was bent when the packaging was opened, making the device unusable". This was found prior to use. There was no patient invovlement.